Event description:
It was reported that a patient experienced a dental implant loss. Per doctor, abutment and screw fractured, implant not loadable.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product was received. Product investigation not yet done. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.